Event description:
Paramedics attempted to administer a shock to a person diagnosed as pulseless and apneic. The device allegedly displayed a continuous connect electrodes message and use of the defibrillator was inhibited. After approximately 10 minutes, external pacing was administered. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.